Event description:
A customer reported an issue with the incorrect time displayed on their device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in updating the pump time and advised them to monitor the situation and follow up if the time discrepancy occurred again, which the customer understood and acknowledged.